Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/25/2025, that on (B)(6) 2024, the patient experienced a skin reaction. Date of event is an approximation. The wearable was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with an infection which occurred two days after the sensor had been inserted in the arm. Prior to sensor insertion the area was cleansed with soap and water. On 02/13/2025, technical support made follow up contact with the patient to verify additional medical intervention information. On (B)(6) 2024 (around 11 am), the patient developed pain at the needle puncture site and itching sensation under the sensor patch area which prompted him to go to an (B)(6) clinic. The physician decided to remove the wearable and noticed there was redness and an infection under the sensor and overlay patch area. The physician prescribed an oral antibiotic medication (amoxicillin unspecified dosage (10-14 capsules), once per day for 14 days) and advised to insert a new sensor in the other arm. At the time of the follow up report the pain had already subsided and the patient was doing well after treatment. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.